Event description:
It was reported that high impedance and rising threshold were observed. Lead to be monitored.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.